Manufacturer narrative:
This supplemental report was submitted to provide new information from the OEM's investigation. The device was not returned to the OEM, however, the OEM conducted the investigation based on the available information. A review of production records there were no abnormalities or deviations observed. A review of the repair records indicates the device was purchased on august 10, 2014 and was last repaired on october 25, 2018. A review of the risk management file indicates the level of harm is minor. It was determined to be an anthropogenic hazard as the image was not displayed by connecting devices other than specified. Based on the investigation, the possible root cause of the reported event is attributed to using the device in combination with other devices other than specified as a dvi video is being input from philips intelliue vmx700. The following description was confirmed in the contents of the instruction manual: please use this product in combination with the device in "system diagram" in "appendix". If it is used in combination with other device, it not only does not function properly, but it may also damage the equipment or hurt patients and operators."

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The clinical engineering service specialist at the user facility further reported that the issue was caused by video signal compatibility. To resolve the issue, an hdmi cable was used and connected to a wall mounted samsung monitor display.

Manufacturer narrative:
The customer reported they were running a digital visual interface (dvi) video signal from a philips intellivue mx700 bedside patient monitor to an hd lcd monitor and was getting no video signal on hd lcd monitor. The customer noted the hd lcd monitor's input was set correctly and other hd lcd monitors were attempted but with no image was present. The customer advised the video graphics array (vga) video signal from a third party monitor works with a third party dell monitor. The instruction for use manual with the specifications for the dvi and hd15 inputs was emailed to the customer. The email noted that the hd lcd monitor is plug and play and that the settings cannot be adjusted dvi. The hd lcd monitor dvi input is dvi-I and that there are no settings to adjust this on the hd lcd monitor if the phillips monitor is not sending a compatible signal and cannot be adjusted on the philips side, potentially they are not compatible. The customer further reported that the facility had to go a different (unspecified) route and they are all set. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance group was informed that the high definition liquid crystal display (hd lcd) monitor produced no image. It is unknown when the event occurred, however, the user facility reported there was no patient involvement.